Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer had problems with product. Product would cause pressure ulcers to patients and when it tore, it would leave particles every where, contaminating sterile areas and getting into wounds.

Manufacturer narrative:
Submit date: 1/19/2018. An investigation of the reported condition was performed. Because the customer did not supply a recognizable manufacturing lot number, it was not possible to review the device history record (DHR) for this complaint. Because a physical sample/photo was not provided an investigation could not have been completed, therefore the failure mode could not be verified either. Our raw materials are tested for biocompatibility prior to use and there have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. Based on the complaint trending information, our corrective actions are to notify plant management in order to increase awareness of the issue. Complaint trending will continue to be monitored and corrective actions will be implemented if an increase of this failure mode occurs. If information is provided in the future, a supplemental report will be issued.